Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
Confirmation of the become aware date received and updated. This report is only to correct the become aware date.